Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that for over 2 years when she would feel her stimulator (ins) it was smooth and slightly rounded. The patient reported that in the last few months, it felt completely different, it was flat and rough. The patient was questioning if it came apart and what happened to the smooth hard part. The patient reported that they had called some of the numbers and was told that they don¿t come apart, but these were just women answering calls and she didn¿t trust their information. The patient requested a logical answer now. The patient also reported having a strange sore on her back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that implant felt smooth and rounded at first, but it now felt ¿flat and rough.¿ the patient clarified that they were not having any pain; they were just concerned that they had ¿lost a part of the implant or something.¿ the patient noted that they only had to turn on their ins 3 times since implant. The patient thought that the doctor did something when they placed the lead wires that took their pain away. The patient reported that they had a fall a while ago. The patient was unsure if the fall occurred before or after the event. The patient planned to consult with their doctor. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-feb-07 reporting that a couple of months ago in 2018 the ins used to feel round and soft but now felt flat and rough. About a month ago in 2018 the patient had sores on their back that were red and blue. It was reported that the patient fell on sunday ((B)(6) 2018) that could be related to the issues. There was not a managing health care provider (hcp) for the device but the patient would be seeing their primary physician on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient fell and stated that the "ulceration from generator increased [their] pain." It was reported that the hcp became aware of the fall on (B)(6)2015 no further complications are anticipated.